Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 4 faulted with error 23062. It was confirmed they were able to complete the case with just 3 arms. Tse viewed logs and found multiple 23062 errors on usm 4. It was reported that boom and patient side cart (psc) drive was disabled due to disabled arm. Tse informed that table motion and targeting would not work as well. Also, tse informed that docking was manual due to disabled arm. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi did receive the usm to perform failure analysis (fa). Logs recorded error 23062 on degrees of freedom (dof) 5, 6 and 8. Usm was tested on an in-house system in normal mode where it passed. The usm was tested on a psc fixture test platform (pftp) where it passed. Error 23062 was confirmed, but not replicated during in-house testing. The carriage stators and axes controller carriage power (accp) will be replaced as a precaution to the reported problem.